Event description:
It was reported that during multiple lead operational tests prior to the implant procedure, the helix of the lead continually exited "suddenly." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed that the lead fixation performance was out of specification as the helix would neither extend nor retract. The analyst noted that the drive shaft was stuck on the retraction top. (B)(4).